Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the hcp that yesterday the patient was lethargic and then came in today this morning with overdose like symptoms. The hcp stated that they narcan the patient and the patient did respond to it. The hcp was a nurse from an emergency room (ER) so she knew limited information about the pump and requested that a representative come and turned down the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.